Event description:
A user facility returned the olympus asset to the service center. Upon inspection and testing of the returned device, all of the paddles were loose due to a loose scope socket which caused no image. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The asset device was returned to olympus for evaluation and the investigation is in process. In addition, the rear serial digital interface (sdi) connector did not give a signal, the power switch was found to be a previous version, and the software was out of date. These defects are not considered severe enough to cause a potential adverse event. The faulty parts were replaced and upgrades were made. The device was inspected and passed olympus functional standards. It was returned to asset inventory. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the faulty scope socket cannot be identified. Olympus will continue to monitor field performance for this device.